Event description:
Report received of device falling off of an IV pole onto the pt's left knee. There were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical service.